Event description:
It was reported that the patient was using the device heating pad and was found to have partial thickness burns to the back. Further information has not been provided.

Manufacturer narrative:
It was alleged that the user facility performed an evaluation of the device, however did not report the results of the evaluation. It was also identified that the unit was outside of it's service life which may have contributed to the alleged issue. Device not returned.

Event description:
It was reported that the patient was using the device heating pad and was found to have partial thickness burns to the back.